Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system was getting an error where the stapler goes into a fault mode. Caller stated they restarted the system and the error reoccurred on arm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and saw a 307/319 error pointing to universal surgical manipulator (usm) axes controller carriage (acc)/axes controller spar (acs) board. The tse walked caller through 2 hard power cycles and the error returned when the system powered on. Surgeon disabled arm 1 and continue the case with arms 2-3-4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue and replaced universal surgical manipulator (usm) to resolve the issue. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint in-house. The unit was tested on an in-house system and failed normal trigging 1126. The rolling loop was found to be damaged. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop was reconnected, and the errors returned. The rolling loop will be replaced as a fix to the reported issue.